Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device successfully completed 404 pulses and therefore is found to function as intended.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.

Event description:
It was reported by patient the cannula retracted, indicating a needle mechanism failure. The patient felt the cannula did not deploy correctly and was not inserted into skin. It was also reported that the cannula did not look fully deployed and it looked shorter than usual. The patient's blood glucose levels were not affected. The pod was not worn. As treatment, a new pod was placed.